Manufacturer narrative:
Per issue, pt is anemic. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results." Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr = 4.7, 2nd inr = 6.1, mean = 5.4, sd = 0.99, %cv = 18.33. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Pt's condition of anemia could affect inr testing. Per pi - limitations, hematocrit ranges between 30-55% will not affect test results." Analysis of the client's data from repeated inratio tests revealed that test results comparison met precision criteria. No product was expected to be returned. No strip lot info was available. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant result with meter: date: (B)(6) 2011, inratio: 4.7, retest inratio: 6.1. Results done within 30 minutes of each other. Pt's target therapeutic range is 2.0-3.0.